Manufacturer narrative:
The manufacturer received information from a third-party service center stating corrosion in device. There was no patient harm or injury. During the evaluation of the device, the service center reports that corrosion in device. The unit was scrapped, and the connector was completely destroyed. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information from a third-party service center stating corrosion in device. There was no patient harm or injury. During the evaluation of the device, the service center reports that corrosion in device. The unit was scrapped, and the connector was completely destroyed. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation.